Manufacturer narrative:
Health effect- impact code: f2203. Visual analysis of the photographs identified: -pain: unable to confirm as it is a medical event not related to the device. -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. -visibility/palpability: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown adverse event. Hcp later reported right side rupture detected by ultrasound. Device has been explanted.